Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history review (DHR) for lot 3302560 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
A medsun mandatory and voluntary event report (mw5095033) was received, which stated the following "the graduated connector 9.5 in., 3.2ml extension set reference# ch3196, lot number 3302560 with an expiration date of aug-2021 used to instilled chemotherapy into bladder, the device leaked and chemotherapy spilled onto patient. FDA safety report ID#(B)(4)." There was patient involvement, however, no report of adverse event and no human harm.